Event description:
It was reported that lens tilt was noted 1 month post implant and patient noticed decrease in vision. According to the surgeon, the likely cause of the event was aggressive healing and the surgeon questioned capsular bag size. The patient is scheduled for yag treatment. This report pertains to the patient's left eye. Reference MDR# 1313525-2015-00289 for the event associated with patient's right eye.

Manufacturer narrative:
The lens remains implanted. Therefore it is not available for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.